Event description:
Nurse was attempting to administer medication to a pt and encountered a blockage in the injection site of this set. No pt injury has been reported at this time. No additional pt info is available at this time. Another set was used and nurse was able to administer medication with the new set. Samples are available for evaluation.